Event description:
It was reported that the device had rapid battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4968 x2, implanted (B)(6) 2007. (B)(4).